Event description:
Hospital emergency room staff report that a nurse was shocked during a cardia arrest. The nurse was using hard paddles during the code, the device had been charged and during the delivery of the shock the nurse was shocked by either the paddle set or the coiled cable attached to the paddles. The nursee was not injured, and was examined by a hospital physician after completion of the code. The device and hard paddle set have been removed from service pending evaluation by medtronic.